Manufacturer narrative:
It was reported the device was explanted on (B)(6) 2021. The patient was reimplanted with a new device on the same date. This report is submitted on july 5, 2021.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on august 20, 2021.

Manufacturer narrative:
Per the clinic, it was reported that the patient experienced an infection at the implant site. This report is submitted on july 22, 2021.

Manufacturer narrative:
This report is submitted on september 3 2020.

Event description:
Per the clinic, the patient experienced sensitivity around the receiver/stimulator area resulting in hospitalisation and the administration of IV antibiotics.